Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a pacing impedance measurement of 2330 ohms and increased pacing threshold measurements. It was also reported that the r-wave measurements dropped from 21 mv to 5 mv. During the device replacement procedure, the physician elected to surgically abandon the rate/sense portion of this defibrillation lead and successfully implanted a new guidant pacing lead. The physician also tested the shocking lead integrity during this procedure. There were no reported patient symptoms associated with this clinical observation.